Event description:
It was reported that this right atrial (ra) lead caused a perforation, which was confirmed by a CT scan, so it was explanted and a new lead was implanted. No additional adverse patient effects were reported.